Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for eval. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the next day following an rf ablation procedure, the physician noted a 2nd degree burn on the front of the pt's right thigh where grounding pad had been placed during the procedure. The burn was minimal; the surface of the skin was peeled and the area was small. The hospital stay was prolonged. The incident grounding pad was discarded and is not available for eval.